Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were also able to be successfully applied to over-stressed surgical tubing. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Other remarks: no defects or anomalies were observed. The device history review for the product auto endo5 ml lot# 73b1700487 investigation did not show issues related to the complaint. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "clip jammed" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all clips could be loaded into the jaws and were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clip was jammed at application and not able to be use.